Manufacturer narrative:
Evaluation of the returned tracker found that the returned tracker is very worn with many nicks and scratches. With markers attached and fully seated and a known good probe inserted, the tracker returned a good geometry error but an elevated divot error that still allowed verification. The array may be slightly bent causing the high divot error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the nav lock tracker orange was attached to thoracic probe and attempt to verify, but it did not verify. A gray tracker was used instead, and verification was successful. The issue was stated to occur intermittently. No patient impact and less than an hour of surgical delay reported.